Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce infusor lv 5 device had ruptured during patient therapy. According to the report, the device was filled with 230ml of 5-fluorouracil and 5% dextrose (final concentration 50mg/ml). The rupture occurred in the middle of infusion. There was no report of patient injury or medical intervention, however, the patient was bought into the clinic. The patient did not complete the drug infusion. No additional information is available.